Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number:(B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the loading of the preloaded intraocular lens (iol) was difficult. Eventually loading was successful; however, during iol implantation, a loose piece of plastic got into the patient's operative eye. Further follow up revealed that the lens remains implanted and the patient is doing well. No further detail was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes, section d9 - date returned to manufacturer: feb 28, 2024, section h3 - device evaluated by manufacturer? Yes, device evaluation: the photograph provided by the customer displayed a particle being held by forceps above an eye with an implanted lens. The returned material was inspected and a particle was observed inside a specimen container. Fourier transform infrared (ftir) analysis revealed that the material was consistent with polypropylene. The presence of methyl cellulose or a similar cellulose derivative was also detected. This was compared against the site's manufacturing process library and 18 materials showed a possible correlation to the particle. A failure investigation was completed, and the investigation findings concluded that the device did not meet specifications and the failure was attributed to operator error. Therefore, the complaint issue reported is confirmed as manufacturing related. An awareness was conducted to all personnel involved in manufacturing the reported complaint product to reinforce visual inspection during the process, to prevent recurrence. A review of bounding confirmed that there were no additional units affected for similar issues. The reported issue is identified in the product risk management documents. Per the assessment, the reporting rate for similar incidents remains within the acceptable levels. Conclusion: based on the investigation results, one potential assignable cause was traced to the manufacturing process and actions were taken to avoid reoccurrence. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.